Event description:
Customer reported a high blood glucose (bg) level of 22 mmol/l which resulted in a trip to the emergency room (ER); cause was unknown. In the ER, customer received treatment of long acting insulin via injections which successfully resolved the bg. A pump system check was performed and no issue were found with the pump, cartridge, or infusion set supplies. Customer was released from the ER the next morning with no permanent damage sustained.